Event description:
A bag of morphine was placed in a pump for infusion. After infusion was started the nurse noticed leakage from the tubing. The bag and tubing were replaced. Occurrence was reported to MFR.